Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to duplicate the reported issue. The fse replaced the motor controller board in order for the iabp unit to function properly. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient and during testing performed by a getinge sales representative, the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code # 50" message. There was no patient involved and no adverse event reported.